Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient was seen through remote follow-up, an episode of non-sustained rv oversensing was observed. Far-p oversensing was noted upon reviewing the session records. Pacing latency was seen on atrial channel. Further testing and programming changes were recommended.

Event description:
New information received notes that the device was reprogrammed. Patient is doing fine since programming changes.